Manufacturer narrative:
Hemorrhagic stroke is included as a possible complication in the instructions for use (IFU) for the penumbra system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2021, the patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62). It was noted that the patient''s national institutes of health stroke scale (nihss) score was 11. During the procedure, the clot was removed on the first pass with modified thrombolysis in cerebral infarction (mtici) 3. On the 24 hour post-procedure image on (B)(6) 2021, a hemorrhage was noted in the area of ischemia distal to the catheter placement. It was reported that antiplatelet medications were held and the patient was discharged on (B)(6) 2021. On 08-sep-2021, the event was noted to be resolved. The hemorrhagic stroke was reported to be an adverse event with a definite relationship to index stroke and possible relationship to the index procedure and the red62.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2022-00402. 1. Section b box 2. Outcomes attributed to adverse event h3 other text : placeholder.